Manufacturer narrative:
Evaluation codes, method: cine images. Results: dislodgement, conclusions: very tortuous and calcified vessel.

Event description:
An endeavor sprint rx drug-eluting coronary stent system was used to treat a lesion in a patient's very tortuous and calcified rca. It was reported that the stent embolized during the procedure. Prior to attempts to implant the endeavor, an export catheter was unable to cross the lesion for thrombus removal. The lesion was then pre-dilated twice to 16 atm with a 2.0 x 15mm balloon. The protective covering was removed from the stent without difficulties. The physician inspected the endeavor prior to inserting into the sheath, and no abnormalities were noted. The stent advanced normally over the wire and through the guide catheter. Difficulties were encountered during advancement of the endeavor into the lesion. Despite multiple advances, the endeavor would not cross the lesion. The physician decided to remove the stent and attempt to dilate the lesion again. It was reported that, when the physician pulled the stent back, it fell off the delivery balloon in the middle of the rca. Attempts to retrieve the stent were unsuccessful. The embolized stent was crushed against the vessel wall, and another stent was deployed over it. The patient was stable and alert post procedure and no clinical sequelae have been reported. The stent delivery system was discarded post procedure and was not available for evaluation. Three still cine images of the procedure were received by medtronic. Review of the images confirmed that the vessel was calcified. One still image showed the dislodged stent in the vessel. There appeared to be slight flaring to the proximal segments of the stent, but, due to the poor quality of the image, this could not be confirmed.